Event description:
The customer's mother reported that there was damage to the keypad. The blood glucose reading was 128 mg/dl. There appears to be some cracks between the up and down arrow. The insulin pump may have been hit by a tool at work. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.